Event description:
The patient's social worker from the housing institution the patient is currently residing in reported the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours. The pod fell off the infusion site (abdomen) during the night and the patient woke up with a headache, nausea and vomited twice. Ketones were measured at 2.3 mmol/l (41.4 mg/dl). Social worker called the ambulance and the patient was brought to the hospital kinder- und jugendklinik in rostok. The patient was diagnosed with an acute metabolic decompensation, hyperglycemia, a light diabetic ketoacidosis and an infection of the air ways. Patient was treated with a drip and a new pod was applied in the hospital. The patient was discharged after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.